Event description:
Inbound. Pt states one of cadd cassette alarmed a steady beeping, then no disposable, tried on backup cadd legacy pump and same result with troubleshooting. Unable to resolve and beeps when placed on pump in stop. Cadd legacy pump sn # (B)(4). Cassette lot number not provided. Switching to new cassette. No further details provided.